Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated that at 4:00pm, they were feeling nauseous and dizzy. The paramedics were called and while they were waiting for the paramedics to arrive, they checked their bg and it was 267 mg/dl while the dexcom was showing 338 mg/l. The paramedics arrived at 5:00pm and the patient stated they passed out shortly after. The patient could not recall how they were able to regain consciousness. They regained consciousness at 6:00pm and the paramedics provided the patient orange juice and glucose gel. It was indicated that the paramedics checked the patient's blood glucose but they could not recall what the readings were. After the patient stabilized, the paramedics left. At that time, the cgm was displaying 105 mg/dl and the bg was 121 mg/dl. There was no information of what medication was provided to the patient while they were unconscious. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).